Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-oct-2020, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 02-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the implantation of a new battery, high impedance was observed on lead 8-15. Prior to the surgery, the patient's battery was completely dead, preventing impedance measurements. After the new battery was implanted, testing revealed high impedances on all electrodes of lead 8-15. The patient was informed before the battery replacement that one or both leads might have high impedances and would not be replaced during this procedure. No troubleshooting was performed, and the issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.  See general text.